Manufacturer narrative:
(B)(4).

Event description:
It was reported the t2 fell off before it was implanted. Both t's were removed from the patient. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The needle is bent and twisted. The trigger has been fully advanced and locked within the handle indicating a complete deployment. T1 and the suture were returned for evaluation, no abnormalities were observed. The condition of the device indicates t2 became dislodged from the needle due to being bent and twisted. Per the device IFU under warnings ¿do not bend delivery needle¿. Further investigation is not warranted at this time.